Event description:
Reported due to stent unable to cross lesion. In 2005, the physician attempted to seal a perforation in the circumflex using a graftmaster stent graft. The size of the perforation is unknown and the perforation was caused by a "wire/balloon." Reportedly, the physician "could not cross the lesion to deploy the stent because the struts were bent. This was noticed when the device was pulled out of the guiding catheter." It is unknown what caused the struts of the graftmaster to bend. The perforation was sealed using "prolonged balloon inflations." And the interventional coronary procedure was completed. The pt was discharged from the hospital 2 weeks later although requested no additional pt information was provided.